Event description:
On (B)(6) 2009, pt reported a small amount of insulin spilled into the cartridge compartment of the infusion device. He stated, he had attempted to use a glass cartridge in the infusion device when he noticed the spill. Pt reported he turned the infusion device over and a couple of drops of insulin dripped out. He stated he dried out the inside with a cotton swab. He reported he noticed no problems with the infusion device functions after the incident. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.